Event description:
It was reported that the lead had increasing impedance values since implant (was at 840 ohms) to 2000 ohms presently. Device was removed from service. No patient complications have been reported as a result of this event.